Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex esophageal ng distal release covered stent was to be implanted to treat a 6cm distal esophageal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, fluoroscopic image did not provide adequate picture of the stent due to anatomical factors; however, the stent was deployed inside the patient but was proximal to the stricture. The stent was removed from the patient with grasping forceps and procedure was completed with a 12cm wallflex stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on november 02, 2020 that an ultraflex esophageal ng distal release covered stent was to be implanted to treat a 6cm distal esophageal stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, fluoroscopic image did not provide adequate picture of the stent due to anatomical factors; however, the stent was deployed inside the patient but was proximal to the stricture. The stent was removed from the patient with grasping forceps and procedure was completed with a 12cm wallflex stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning issue. Block h10: an ultraflex esophageal delivery system was received for analysis; the stent was not returned. Visual examination of the returned device did not find any damages or issues to the delivery system. The reported event of stent positioning issue was not confirmed. This failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported event was likely due to procedural, and/or the anatomical factors encountered during the procedure, limited the performance of the device and contributed to stent positioning issue. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.